Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp(omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. There was no malfunction report of the subject device concerning the events. The exact cause could not be determined.

Event description:
On may 12, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿¿study on the factor of accession failure in endoscopic retrograde cholangiography (ercp) using short single balloon endoscope (ssbe) for patients who experienced intestinal reconstructive surgery¿. The literature reported the result of the 253 cases in the ssbe-ercp which were conducted between april 2008 and march 2017 at the user facility. It was reported that the 3 cases of accidental symptom (perforation) occurred in the ssbe-ercp procedures and the 3 cases of perforation improved by conservative medical treatment. Omsc reviewed the delivery history of the endoscopes and the history revealed that olympus small intestinal videoscopes (model sif-h290s, sif-y0004, sif-y0004-v01 and sif-y0015) had been delivered to the user facility. Since there was no information on the model of the small intestinal videoscope that was used in the 3 cases, omsc is submitting mdrs according to the number of reported perforation cases. This is three of three reports.